Manufacturer narrative:
Citation: pylko a, et al. A successful transcatheter aortic valve implantation of a balloon-expandable valve for paravalvular leak in a patient with bicuspid aortic valve and horizontal aorta. Kardiol pol. 2020 nov 25;78(11):1187-1188. Doi: 10.33963/kp.15544. Epub 2020 aug 5. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding an (B)(6)-year-old male patient with a native bicuspid aortic valve and a horizontal aorta (65° angle between the horizontal plane and the aortic annulus) who underwent transcatheter aortic valve implantation with a 34 mm medtronic evolut r (unique device identifier number not provided). Immediately following valve implantation, aortography showed significant paravalvular leak (pvl), so a balloon aortic valvuloplasty (bav) was performed with a 26 mm balloon. Peri-procedural transthoracic echocardiography (tte) exhibited proper but relatively low valve position and moderate pvl. The patient was transferred to the intensive care unit where pulmonary edema occurred two days after valve implantation. On tte, pvl was assessed as hemodynamically significant. Consequently, a bav was performed with a 30 mm balloon, but the pvl did not decrease. Fourteen days following valve implantation, a 29 mm edwards sapien 3 transcatheter valve was implanted valve-in-valve inside the evolut r and resolved the pvl. Further recovery in the intensive care unit was uneventful and the patient was discharged with significant clinical improvement. No additional adverse patient effects or product performance issues were reported.